Event description:
Medtronic (covidien) received information through clinical data review that the patient suffered an acute stroke and was treated via mechanical thrombectomy. During the treatment, arterial dissection occurred within right common carotid artery (cervical portion). The dissection was treated with the placement of a carotid artery stent. Per the physician, it unclear when or what device caused the dissection, as there were multiple devices used. The patient did not receive tissue plasminogen activator (tpa). The right internal cranial artery (extracranial) was recanalized via mechanical thrombectomy which achieved tici 2a and aol 2.

Manufacturer narrative:
The device was not returned for evaluation as it was discarded at the site. The lot history record review was not possible since the lot number was not reported. Attempts to obtain the information were unsuccessful. Based on the reported information, there is no evidence suggesting that the device was defective, but rather a procedure related event. (B)(4). Ref MDR # 2029214-2015-00826.